Manufacturer narrative:
Siemens reviewed the data provided by the customer. The thb sensor was found to be performing well within specifications. There were no recorded sensor specific calibration errors or aqc failures around the sample in question. The events log confirmed a d39: clot_detected_err1 system error at 13:34 pm, immediately prior to the sample in question at 13:37 pm. The raw response data for the sample in question was found to be abnormal for all the sensors. This investigation cannot confirm, but suggests that the observed multi-channel discrepancy was caused by an alteration of the whole blood sample during its loading/delivery, most likely due to irregular fluidic conditions from residual clots that persisted after the d39 event.

Event description:
The customer reported discrepant low total hemoglobin results on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.